Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-80493.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The customer was released from the hospital, then re-admitted the next day. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Found that insulin was leaking at the tubing and reservoir connection. Advised that the insulin pump would be replaced. Nothing further was reported.